Event description:
It was reported that the pk dissecting forceps instrument jaws will not close. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument moved intuitively with full range of motion and the grips opened and closed properly. Engineering also found the main tube has a 1.75 inch long section located 1.5 inches below the midpoint with light material removed all around the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.